Event description:
It was reported that while using bd gaspak¿ ez campy container system sachets, a false positive result was obtained on unspecified number of patients. There was no health impact or consequence reported.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. D4. Medical device lot#: unknown. E1. Address information was not able to be obtained; therefore, md was used as a place holder. Investigation summary: a complaint investigation was performed, due to campy issue showing false positive with gaspak ez campy container catalog 260680. The investigation required to test product for functionality (microbiological performance, gas concentration test, condensate time), visual inspection, incoming and batch record review. Retention samples unable to be tested. Batch number was not received. Returned goods not received for investigation. Incoming and batch record review unable to be performed since batch number was not provided by customer. From a period of 1 year (apr2025 to 29apr2026) quality notification (qn) system was evaluated. No qns were issued due to product performance failure. A complaint history review was conducted. No trend was found relating to the claim reported. Complaint is not confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.